Event description:
It was reported that post implant of a realize adjustable band, the patient was experiencing periods of extreme dysphagia, the surgeon and patient decided to remove the band. The patient lost (B) (6) and did not receive any band adjustment since its placement. The surgeon chose not to replace the band. The symptoms subsided when the band was removed.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.